Manufacturer narrative:
No discrepancies were found as it relates to the batch documentation analyses. Batch reconciliation was 100%. Lenstec can confirm that all procedures in the manufacturing and packaging of the devices were conducted correctly. Lenstec is unable to determine why issues were experienced as the lens model/ diopter and cartridge used were compatible. Although the cartridge was not returned for inspection, all of the cartridges are 100% inspected prior to shipping and no defective cartridges would be sent to the customer. Lenstec advises the user to consult the instructions for use for the correct method for loading and ejecting the lens to ensure successful implantation. With any new information a supplemental report will be submitted. (B)(4).

Event description:
A facility returned a lens with the reason for return reported as "lens removed from eye. Patient injury, corneal edema. Lens had patient contact. Loading, folding/unfolding/cartridge issues".